Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and 10 endoanchors were used in conjunction with a non-medtronic stent graft, a non-mdt cuff and an endurant cuff for the endovascular treatment of a 53 mm abdominal aortic aneurysm in a patient. The aortic diameter at 1 mm below the lowest renal artery was 25 mm, the neck length was 31 mm and the proximal neck angle was 20 degrees. Localized thrombus with a circumference of 10% and 3 mm thickness was reported at the seal zone, a type ia endoleak was reported at the end of the procedure. The type ia endoleak was again noted on a follow up CT scan carried out 1 week post the index procedure and was noted to be related to the endograft. One day post the index procedure the patient presented with bowel ischemia and was treated with stenting of the celiac axis. It was also reported the patient experienced bleeding and anemia which was treated with a blood transfusion. These events were reported as not related to device or procedure and the patient was discharged from hospital approximately 2 weeks post the index procedure. It was reported that the patient expired approximately 3 weeks post the index procedure. Per the investigator, the cause of death was related to hypovolemia, abdominal ischemia, ruptured abdominal aneurysm and atherosclerosis. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.